Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump sustained physical damage, alarmed no delivery, and had an unresponsive keypad. The blood glucose reading was 535 mg/dl, which was treated with a manual injection. The customer's mother stated that the insulin pump was missing a plastic piece from the top of the reservoir compartment. She stated that when the insulin pump alarmed no delivery, the act button did not garner any response. No significant events leading to the keypad issue were noted, and the caller stated that the no delivery alarm had not been resolved. The customer was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.